Event description:
It was reported that after completion of a da vinci surgical procedure, a cable was coming off of the pulley of the maryland bipolar forceps instrument. Nothing reportedly fell into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip close cable was derailed at the distal idler pulley. The grips could still open and close, but movement may not be precise. Cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between the proximal and distal pulleys may contribute to cable derailment. Failure analysis investigation also found the following damages: one grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. There were scratches on the surface of the distal pulley. The distal end of the main tube had a scratch mark with light material removal and a rough surface finish. The scratch was short in length and not aligned with the tube axis. The insulation of the conductor wire was damaged. No missing insulation material was observed. It was concluded that the insulation damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or the tube abrasions with material removed found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the failure modes were to recur.